Manufacturer narrative:
The pt presented for emergent treatment of restenotic lesions (with two unknown cypher stents) in the mid right coronary artery of 35mm in length in a 3.0mm vessel diameter. Direct stenting was conducted with two overlapping cypher stents, a 3.0 x 33 and a 3.0 x 8 mm cypher at 14 atmospheres (atm). Timi ii flows were recorded pre and post-procedure. Intravascular ultrasound (ivus) was not done. Acts were monitored but not known. Three weeks later, the pt returned with chest pain and angiogram was performed. No interventions were performed. Fourteen months later, the pt returned again with chest pain. Review of the previous angiogram revealed that a longitudinal fracture of the 3.0 x 33mm cypher stent and a 6-8mm separation. An aneurysm was noticed at the fractured site and three aneurysms were noted longitudinal to the fractured stent. The aneurysms were 1mm in diameter. These products are not available for testing or evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products used in the pt that were reported under the following manufacturing numbers 3003742446-2007-00128, 3003742446-2007-00129 and 3003742446-2007-00130.

Event description:
This pt was treated with two cypher stents in the mid right coronary artery but the lesion and procedural details are not known. The pt returned and was treated with two add'l stents. Within three weeks, the pt returned with chest pain and a different vessel was treated. However, an angiogram revealed stent fracture of the two previous cypher stents. It was not noted at the time. Fourteen months later, the pt returned with chest pain and fractures were seen in one of the stents and aneurysms were noted at the fracture site.